Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The current state of the products is unknown at this time. The device history records were reviewed for the tibia, femur and articular surface and revealed only one deviation for the articular surface. This deviation was a planned hold of product to test for water extraction, icp testing and cito-toxicity of lots. This was initiated due to a product being confirmed to have rust on it. After testing, it was found that this was an isolated incident. Therefore it is believed that this device was conforming to specification when it left zimmer-biomet control. This device is used for treatment. A complaint history review was performed and identified no other complaints for the item part/lot combination. After review of the device product profiler, it was confirmed that the devices are compatible with each other. The operative notes were not provided; therefore it is unknown whether the devices were implanted with the correct fit or form. As there is no information regarding the event, a risk assessment cannot be conducted at this time. Therefore, a root cause could not be determined.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Pt weight - ni. Event date - ni. Explant date ¿ ni. Concomitant product(s): - item # 42502805801, persona cr tm femoral, lot # 62427509. Item # 42511000414, persona cr articular surface, lot # 62263785. Item # 00587806532, nexgen tm primary patella, lot # 62693963. Therapy date: ni.

Event description:
It has been reported that following a total knee arthroplasty, the patient experienced an unknown event on and unknown date.